Event description:
A hospital in (B)(6) reported via our distributor that a leak alarm sounded when an rt212 adult breathing circuit was connected to a drager anesthesia machine. This was found prior to patient use.

Manufacturer narrative:
The complaint rt212 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.